Manufacturer narrative:
H3 other text : sent to a third-party service center.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the smoke comes out of the device, smells like a burning metal and the smoke was seen in the humidifier attached to the blower. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and found the failure in the heater tube service verification. In addition to the above findings, it was also determined that advance w/modem, dom, pca physical damage and ui bezel plus physical damage. The device was scrapped. The manufacturer is submitting a final report at this time.